Manufacturer narrative:
Two images and a video were submitted for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Visual inspection was based solely upon a review of the photographs and video provided. The device was not returned. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
One 7f fast-cath introducer sheath was received for evaluation. The results of investigation revealed the extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the preoperative period of a permanent pacemaker implantation procedure, the sideport of the device detached, which resulted in an interruption of vital medication infusion. The procedure was completed by removing the device and implanting the permanent pacemaker. The patient was stable.